Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation. An sjm representative met with the pt and was unable to capture coverage using her other lead. X-rays were taken and showed the lead is fractured. The pt is undecided if she wants to replace the lead.